Event description:
Approx 4 mos post-procedure, the pt was admitted for chest pain and discomfort. The pt underwent cag in a local hosp a week later. The cag showed 95% in-stent restenosis at the proximal lad and 60% in-stent restenosis at the distal end of the stent. The pt was admitted a week later and a CABG was performed. The symptoms disappeared after this procedure and the subject discharged ten days later. The report is from the study. The pt was a female with a history of hypertension. The indication for the index procedure was stable angina pectoris. The target lesion was the proximal mid left anterior descending artery (lad). Vessel diameter was 2.8 mm and the lesion length was 40 mm. Pre-procedure stenosis was 75%. The lesion was de novo and bifurcated. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 12 atm. The stents were implanted overlapping in the lesion. A stent was deployed at 12 atm and a second stent was deployed at 14 atm. Post-procedure stenosis was 0%. Ivus was not used and there were no procedural complications. The pt was discharged 3 days after the index procedure.

Manufacturer narrative:
This prod is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two prods involved with the reported event. The associated MFR report # is 9616099-2008-001122. Add'l info will be submitted within 30 days of receipt.